Manufacturer narrative:
The investigation into the limb ischemia ¿ irreversible has been completed. The device and data were not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Event description:
The user facility reported a xx-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. After placing impella cp, no flow was observed past impella sheath and it is believed that impella repo sheath was occlusive. Before leaving cath lab an external fem-fem was placed to provide flow to distal limb. A doppler pulse was successfully obtained thereafter. Patient was on device support for 1 more day post issue.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿